Event description:
It was reported that left hip revision surgery was performed due to elevated chromium and cobalt levels, metallosis and device failure.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to elevated chromium and cobalt levels, metallosis and device failure. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the hemi head, acetabular cup & modular sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup/ head/ sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head. Similar complaints have been identified for the cup + sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The intraoperative findings of and the reported elevated metal ion levels, metallosis and osteolysis may be consistent with findings associated with metal debris. However, the root cause of the reported symptoms noted in the legal claim cannot be concluded and it cannot be concluded that the reported reactions were associated with a malperformance of the implant. The patient impact beyond the revision cannot be determined; however 11 months post-revision, the patient stated she is not having any pain or problems. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.